Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. When the pump was connected to alternating current (ac) it was identified that the ac icon did not turn on. Upon visual inspection it was identified that there was a blown fuse. The cause blown fuse is unknown. The fuse was replaced in order to correct the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a blown fuse. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.